Manufacturer narrative:
(B)(4). Product not yet returned for evaluation. Most likely underlying root cause of malfunction: user had an inaccurate reference. (B)(4).

Event description:
Consumer reported complaint for high blood glucose test results. The customer is concerned with tests results from results obtained of 193mg/dl. The customer's expected fasting blood glucose test result range is 95 to 135mg/dl. The customer feels well and did not report any symptoms. The product is stored according to specification. Medical attention is not reported as a result of the actual blood glucose results. During the call on (B)(6) 2016, a back to back blood test was performed by the customer fasting and produced test results of 101 and 104mg/dl using true metrix meter. The test strip lot manufacturer's expiration date is 03/15/2018 and open vial date is (B)(6) 2016 the meter memory was reviewed for previous test result history: (B)(6). Customer called and stated that her results have been inconsistent. Customer states that she tests at least 2-3 times because she doesn't feel comfortable with her results. Customer states sometimes she uses her husband's meter and gets the right result. Customer stated she didn't take her medicine until she tested again a few times. Customer states that she is newly diagnosed with diabetes and is frustrated with trying to get the right results.

Manufacturer narrative:
(B)(4). Returned meter and returned test strips evaluated with no defects found. Most likely underlying root cause of malfunction: user had an inaccurate reference. (B)(4).

Event description:
Consumer reported complaint for high blood glucose test results. The customer is concerned with tests results from results obtained of 193mg/dl. The customer's expected fasting blood glucose test result range is 95 to 135mg/dl. The customer feels well and did not report any symptoms. The product is stored according to specification. Medical attention is not reported as a result of the actual blood glucose results. During the call on (B)(6) 2016, a back to back blood test was performed by the customer fasting and produced test results of 101 and 104mg/dl using true metrix meter. The test strip lot manufacturer's expiration date is 03/15/2018 and open vial date is (B)(6) 2016 the meter memory was reviewed for previous test result history: 1:96mg/dl (B)(6) 2016 01:25:00 pm fasting: yes; 2:174mg/dl (B)(6) 2016 11:29:00 pm fasting: yes; 3:193mg/dl (B)(6) 2016 11:06:00 pm fasting: yes; 4:122mg/dl (B)(6) 2016 10:42:00 pm fasting: yes; 5:129mg/dl (B)(6) 2016 10:10:00 pm fasting: yes. Customer called and stated that her results have been inconsistent. Customer states that she tests at least 2-3 times because she doesn't feel comfortable with her results. Customer states sometimes she uses her husband's meter and gets the right result. Customer stated she didn't take her medicine until she tested again a few times. Customer states that she is newly diagnosed with diabetes and is frustrated with trying to get the right results.